Manufacturer narrative:
Investigation is complete to date. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that prior to the implant procedure a single coil lead implant was discussed. However, the physician elected to use a dual coil lead (0184). During positioning the proximal coil was located very high near the clavicle. At this point the physician chose to use the single coil (0180). However, with positioning the single coil lead measured greater than 2000 ohms and no capture was also noted. The patient's pressure dropped and an echocardiogram was performed. A pericardiocentesis was performed as a perforation of the patient's anatomy had occurred with placing the 0180. The fluid was successfully drained. An atrial lead was also implanted. However, the physician elected to remove both the right atrial and right ventricular leads. No further patient effects were reported.